Event description:
Telemetry system displayed low battery on central station display followed by change battery indication but staff did not see the visual warning (no audible alarm, alarm graph, or patient history entry possible with this alarm). Shortly after the transmitter stopped functioning the patient coded and died. Nurse responsible for patient failed to respond to visual indication on central station that the battery was failing. Recommended marquette make "low battery" and "change battery" alarm level selectable by user .